Event description:
During a phone conversation, the attending nurse indicated the patient experienced a "skin tear". When removing the catheter. The patient indicated that he felt the adhesive was "different" and "too much dried."